Manufacturer narrative:
Manufacturer reference number: ftr (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a laparoscopic nephrectomy was being performed. After the first fire to renal vein, the surgeon opened the jaws; however, two distal staples did not form properly and got stuck onto the tissue. The surgeon took some time to release the jaws; the staple line was not straight but distorted. Out of concern, the surgeon fired the device on central side of the staple line, removing the original staple line. This time it was successful. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler and one reload opened by the account. This evaluation was based on a medical/technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection of the cartridge of the disposable loading unit (dlu) noted the dlu was fully applied. Malformed staples were received. Additionally, pushers were observed to be damaged. The cam bars were reset; the dlu was reloaded with staples, reloaded in to the instrument, and applied over the appropriate test media producing acceptable results. The pushers advanced and the staple line was properly formed. In addition, the dlu loaded and unloaded repeatedly without difficulty. Replication of malformed staples may occur when a thick tissue or obstacle has been incorporated in the jaws during application. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.